Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level which lead to heart attack. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that they has not been using the insulin pump for a week or two while the customer was in the hospital. Customer stated that they are unable to send the blood glucose level over to the insulin pump after confirming they are linked properly. The insulin pump will not be returned for analysis.